Event description:
Customer reported they obtained negative antibody screens on four pts that reportedly experienced delayed transfusion reactions. Customer stated testing was peformed with vss203. Multiple units had been transfused. Several days later, the pt's samples were dat positive. Repeat antibody screens were not performed since the samples had been discarded. Daily qc was acceptable. No erroneous results were reported. Ocd's medical director has classified this event as not a serious injury.